Event description:
A pt reported blood glucose results of "77 mg/dl, 230 mg/dl, and 126 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The control solution was replaced.